Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2010, a 21 mm trifecta valve was implanted. The patient was hospitalized for aortic valve insufficiency (grade iii), dyspnea and cusp prolapse from (B)(6) 2016. On (B)(6)2016, the patient was treated with pci and stenting of the lad medial vessel. On (B)(6) 2016, a tavi was performed and a 23 mm edwards sapien valve (unknown serial number) was placed. The patient was discharged on (B)(6) 2016. (Clinical study patient ID: (B)(6)).